Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the air bubbles were present in reservoir and the o ring came out and was not able to take plunger off. The blood glucose was unknown at the time of the incident. Customer stated that, her tubing has messed up in her belly and it fell out and needs help attaching reservoir to infusion set and she needs help with the fill tubing. Customer declined troubleshooting for the air bubble anomaly, o-ring and plunger hard to remove. Customer advised to monitor problem and call back if issues persist. The reservoir will not be returned for analysis.